Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the ablation the external pulse generator (epg) was experiencing "'noise' on the distal electrogram signal." That epg was exchanged for another. No known patient complications were reported as a result of this event.